Event description:
2 failed accucath insertion attempts via guided ultrasound. 20g accucath 2.25 inch- wire fed well and catheter fed well until last 1/2 cm or so met some resistance. Tried to retract wire and took two pushes of white button. Catheter then would not flush. When pulling cath slowly back to make sure not against valve leak noted while flushing. Pulled catheter out and noted to be damaged. But appears intact. 18 gauge attempted in left upper arm and when flash was obtained had trouble moving piece that moves wire forward. Checked placement with u/s [ultrasound] could see "light" in middle of vein. Tried to feed catheter over needle but then unable to retract needle. Pulled needle out with wire also. A few more pushes on white button needle retracted.